Event description:
Additional information was received stating that the handheld device would freeze on the interrogation screen. The handheld device has not been returned to date.

Event description:
It was reported that the nurse¿s handheld device was constantly freezing. A hard reset would resolve the freeze. It was confirmed that the wand was functioning properly at the time. Attempts to have the product returned for analysis were made but the product has not been received to date.

Event description:
A company representative performed troubleshooting and found that the handheld would freeze and that hard resets had to be performed. The handheld and flashcard were returned for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.